Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room with sudden swelling and pain at the implant site, blood cultures were positive for staph a. Blood infection. The patient was given IV antibiotics. The system was later explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicates that the patient was stable pre, during and post procedure.